Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl, which he treated via manual insulin injection. Additionally, the insulin pump also alarmed no delivery. The patient resolved the issue with a complete set change. The reservoir will be returned for analysis.